Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted that the jaw of the large suturecut needle driver instrument was not moving or could not be properly closed. It was removed by the side assistant who found that the wire on one side was broken so a backup instrument was used. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and no damage was noted. The issue occurred during "flap closure." The issue was related to the opening/closing of the grips, the left/right (yaw) motion of the grips, or the up/down (pitch) motion of the wrist. There was one cable protruding from the distal end of the instrument preventing the surgeon from closing the jaws. There were no fragments that fell into the patient's anatomy. It was also noted that the issue occurred while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc) and was related to an inability to move the instrument. The movements of the surgeon did scale appropriately to the instrument and moved in the intended direction.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.